Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, water filter replacement had not been performed since (B)(6) 2023. There were no reports of patient involvement.

Manufacturer narrative:
Additional information: h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. The device was not returned to olympus for inspection we confirmed that the event is detectable by handling the product in accordance with the following IFU: maj-2317 instruction operation manual 7.3 replacing the water filter (maj-2317) a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint: it is possible that the valve temporarily sticks to it due to dirt and does not function properly and malfunctions, or that the pump head is completely dry due to malfunction, making it impossible to create a vacuum state inside, and temporarily malfunctioning may have occurred. Olympus will continue to monitor field performance for this device.

Event description:
No additional information.